Event description:
It is reported that when the surgeon was removing the trial surface, it fractured.

Manufacturer narrative:
Evaluation summary: given the age and condition of the device it appears normal wear and tear are the cause for the reported issue. As returned the provisional articular surface has a piece fractured off the device. The device has a potential field age of approximately 5 years and shows nicks and dings from an unknown amount of use. The device meets specifications as measured.